Event description:
The customer reported the system displayed a "key stuck" error, fluoroscopy and the control panels key were disabled. There is no report of death or serious injury associated with the complaint. This error will prevent the system from performing fluoroscopy.

Manufacturer narrative:
A ge service representative performed an on site investigation. The control panel processor was evaluated and replaced. The system was tested and found to be working as intended and returned to service.